Manufacturer narrative:
There were three blades subject to this complaint. These were not returned for evaluation. Lot no. Details were not provided to assist further investigation. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the blades were breaking at the tip and at the mount. No adverse consequences were reported.